Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD),which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, reached end of life (eol) and was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Analysis was subsequently performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.